Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no possible troubleshooting done. The cause of the ins being switched off was that the patient was given a new patient programmer. They had one previously, but it was ¿removed¿ as they were constantly fiddling with it and turning their stimulator off/on. The rep had discussed all the information with the physician and once they discovered the patient had been given a new programmer, they stated it would be ¿removed¿ again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently got a new ins implanted and it was working well to cover their symptoms. On (B)(6) the patient felt a return of their parkinson's symptoms. The symptoms did not resolve over the weekend, so they visited the hcp and it was determined that the ins was switched off. The ins was at 80% charge. The ins was turned back on and it was stated that the issue was resolved. No environmental, external, or patient factors contributed to the issue. It was stated that the patient does not have a patient programmer as it has been previously removed.